Event description:
It was reported to philips that system could not make x ray. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that system was unable to produce x-ray. Upon troubleshooting, the philips remote service engineer (rse) checked remotely and recommended that the customer measure the voltages in the electrical panel, which were found to be within acceptable limits. Further inspection of the generator's rear part revealed that the terminals were not powered, but the fuses were functional, and that the power terminal blocks were located at the back of the m cabinet. Rse requested on-site service. The philips field service engineer (fse) went on-site to analyze the gpdu and resolve the power issue affecting cabinet e. Fse discovered that the f4 fuse was open, and in order to identify potential short circuits within the gpdu, fse replaced it with a 1a fuse. After reviewing and performing tests, a failure was discovered in the pcm and top base of the gpdu. To resolve the issue, fse replaced the generator power module. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.